Event description:
This nurse was giving a pulse flush to a central line, and the flush plastic pieces broke off and cut this nurses finger. Cut on finger is small and only required first aid of cleansing and band aid. The cut looks good today, no s/s [signs/symptoms] of infection and wound is healing. Nurse was squeezing a flush syringe and while pulsatile flushing the flange on the flush syringe broke and that is what cut his finger.